Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: pain..

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision , asr xl , left hip, reason(s) for revision: pain . Update: see crawford's email dated 19 feb. Added scf. (B)(6). Update: see crawford's email dated 14 march 2016. Updated cup lot number and stem product code and lot number. Added patient name and date of birth. Updated surgeon name. (B)(6). Doi: (B)(6) 2007; dor: (B)(6) 2015; left hip update jan 23, 2018: additional information received from crawford, as per review of the new information there is no update to the pc.

Manufacturer narrative:
(B)(4) investigation summary ==> the complaint was re-opened (previously (B)(4)) following receipt of additional information. A review of the information identified no additional investigational inputs. No further investigation was required and no changes were required to the previous investigation conclusions. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.